Event description:
Nurse reported alarm on her phone - went to pt. Room and found pt. Unconscious on the bed. White cable was connected and black was not. Device was in low speed mode and alarming. Sent to cicu for hypothermic protocol and pt. Recovered.